Event description:
It was reported that a patient presented in clinic with non sustained lead noise on the ventricular lead due to sensing latency on the far field channel. The device remains implanted and will be monitored. No other information was available.